Event description:
It was reported that following a refill about a year ago or longer, the patient felt overdosed in the parking lot; it felt like she got "a tremendous amount more." It "scared the patient to death." The patient did not go to the ER; she just went straight home and lied on the couch; she was "sicker than a dog." Then it "straightened up"/worked itself out and she was fine. She hadn't had any problems since; she thought it was "probably just a fluke." At the time of the event, the pump was on a low dose and no changes had been made during the refill. A few months after the event, the patient changed physicians. The patient told her new physician about the event. The pump was delivering dilaudid. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).